Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit on the pump. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer successfully loaded a 2nd cartridge onto the pump.